Manufacturer narrative:
(B)(4). Additional information has been requested from the field. This report will be updated should further information be provided.

Event description:
Additional information was received indicating that implant of the lead was intended in the right atrium. It was noted that when attempting to affix the lead to the tissue the recommended speed of rotation was observed. The pneumothorax was resolved without further complication for the patient. As the lead was discarded following the procedure, it is not expected for return and analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was an attempted implant. After several attempts at repositioning and extending the helix into the tissue it was uncertain whether the helix was securely affixed to the myocardium. Fluoroscopy was unable to verify lead and helix position due to poor image quality. Later in the day the patient developed a pneumothorax. The cause of the pneumothorax was not determined. No additional adverse patient effects were reported. This lead was never in service.